Event description:
Related manufacturer reference number:2017865-2022-13277. It was reported that the patient presented via remote transmission. Upon review, the right ventricular (rv) lead exhibited low pacing impedance and the right atrial (ra) lead exhibited impedance problem. No intervention was performed. The patient was in stable condition.